Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Immediately after the initiation of treatment, the machine alarmed and test strips confirmed the blood leak. Estimated blood loss was 300 cc's. Broken fibers were noted on the arterial side of the dialyzer. No medical intervention was required and the pt had no adverse effects. Sample was discarded by the user facility; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.